Event description:
It was reported that foreign matter was found. A hair was noted to be sealed inside the unopened sterile packaging of an encore 26 advantage inflation device. The device was discarded.